Manufacturer narrative:
Investigation: a review of the customer's returned software files & instrument logs indicated that barcode error was associated with the first two axsym ck-mb results (27.2, 22.9). The axsym system operations manual states that this error is printed on the message history log when the axsym system is unable to read the sample's barcode label either due to its absence, quality or its orientation to the scanner. The operations manual states that when error code occurs, the result remains pending. However, a result will be generated when all of the following conditions have been met: pos ID=on; segment type=tube; rerun/auto retest/reflex has been ordered; the operator moves the original sample, loads a different sample in the same segment position as the original sample & does not orient the barcode label properly. The axsym system will sample from the tube after the barcode read error occurs & will assign the retest value to the original pt ID. The account has reported that an inexperienced operator was performing the axsym testing when the result was missassigned. The operation manual has been revised & sent to all axsym customers indicating that retest results would not remain pending if the original tube was moved & replaced in a manner that would prevent a successful barcode scan. This is the final report.

Event description:
On 05/18/1998 the account reported an erratic creatin kinase myocardial bands result of 27.2 ng/ml to the ER, which was run on the axsym analyzer. The sample was repeated giving 22.9 ng/ml. The pt was admitted and a redraw was ordered. The account believes the specimen, that was ordered at the host, was assigned the same position as another specimen. Repeat testing of the orginal specimen gave 3.4 ng/ml, which agreed with the redraw result of 2.9ng/ml. No report of injury.